Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon lifting the reader off the base, the remote monitor charging docks were too hot to touch and the patient unplugged the monitor because of over heating. The patient was advised not to use the monitor for safety. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the remote monitor was returned and analyzed. No failure was detected, the monitor operated within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.